Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating, the patient was not happy with the lenses as the vision was not good and could not drive at night. The right eye was out of focus and with the left eye cannot see distance. The close up vision was not clear as well. Had to come back to wearing the bi-focal glasses again. Additional information was reported by the customer stating some of her issues have improved, but overall, she's unable to function without glasses and was very dissatisfied with lens. This report is for the right eye.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implantation, the patient was not able to see without glasses, had starbursts to the point where he immediately had to stop night driving did not have this problem before the surgery was performed. He could not see clearly at 10¿, such as the guide on the tv and was not able to focus on things he could see. Nothing could be done to correct any of this. Additional information was requested.